Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, no issue were identified after checking all relevant production and qa records for this lot. And in the meantime, we have add a 100% visual inspection on products which made of (B)(4) (the complaint samples are made of it ), but find no deviation.

Event description:
According to the available information, customer stated that the catheter was difficult to insert and she noticed that the tip was broken off. She used a catheter and went to reuse it a few hours later. It wouldn't go in properly. She looked at it and realized the smooth end had broken off. She does not think it broke while cathing. End user stated that there was no discomfort at the time of the initial catheterization episode. She stated that she found it difficult to insert the catheter after cleaning it for reuse and that was when she discovered the missing tip. It did not appear to be noticed during the cleaning process. There was no physical harm or injury. She did consult with her physician and was given a renal ultrasound to investigate if the missing tip was in the urinary tract. The results of the ultrasound were negative. There is no portion of the catheter inside her.

Manufacturer narrative:
Corrective action: correspond to this complaint, we have updated the related wi cn03.03071 and re-trained operators and inspectors to be more careful on visual check. CAPA (B)(4) was initiated on 2016-07-14 to follow this issue, so complaint closed now.